Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: corrective actions are not necessary.

Event description:
It was reported that unspecified bd¿ syringe leaked on 7 occasions during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the customer in several instances where the customers needles would not fit properly in the base of the syringe. Customer noted losing insulin and having difficulty pulling insulin through due to there being no seal at the base of the syringe. Customer also noted receiving one needle that upon opening was covered in a white crusty residue. Caller could not verify exact event date, caller stated the events occurred over the past 2 months. Number of occurrences - 7 times over a 2 month period. White crust covered needle only occurred once. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? No. Resolution - caller was able to successfully fill a cartridge for all of the events. No further action required. Cts incorrectly answered if the product was manufactured by bd? Cts put no when answer was yes. Cts verified. Left vm to see if the customer was able to return the product.